Event description:
Boston scientific received information that this device along with a competitor right ventricular (rv) lead displayed a value of zero ohms impedances as well as noise after a recent operation. Boston scientific technical services (ts) was consulted and suggested it might be electromagnetic interference (emi). To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.